Manufacturer narrative:
H6: investigation summary no product or photo of the failure was returned by the customer. The customer complaint of high pressures, disconnections, and spills could not be verified due to the product not being returned for failure investigation. The sample was reportedly returned or on its way with related file to vh per internal comment 04/29/2021, but the related file or this file never got a sample. The due diligence has been completed and no sample was returned. There is a photo returned which helps to verify the material and lot # but does not show the failure. A device history record review for model mp1000-c lot number 20065671 was performed. (B)(4). There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is unknown without a failure investigation. H3 other text : see h10.

Event description:
It was reported that maxplus positive pressure connector had flow issues, came apart, and leaked. This occurred on 7 occasions. The following information was provided by the initial reporter: material #: mp1000-c batch/lot #: 20065671. It was reported there have been high pressures, disconnections, and often chemo spills and blood spills on the patient. Verbatim: there have been 7 reported incidents of the optima injector and connector reading high pressure on patient 5fu pumps, causing disconnections are the needless connector and the optima connector (1 time) and the needles connector and the port access needle, causing a stop in infusion and often chemo spills and blood spill on the patient. The needless connector most used in the instances is the max plus and the port access needle is the smith's gripper.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that maxplus positive pressure connector had flow issues, came apart, and leaked. This occurred on 7 occasions. The following information was provided by the initial reporter: material #: mp1000-c . Batch/lot #: 20065671. It was reported there have been high pressures, disconnections, and often chemo spills and blood spills on the patient. Verbatim: there have been 7 reported incidents of the optima injector and connector reading high pressure on patient 5fu pumps, causing disconnections are the needless connector and the optima connector (1 time) and the needles connector and the port access needle, causing a stop in infusion and often chemo spills and blood spill on the patient. The needless connector most used in the instances is the max plus and the port access needle is the smith's gripper.